Event description:
Caller reported a cgm error 42, which was initially encountered with their #g7sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and after the reset, the cgm error code did not appear again, leading to the successful start of their sensor session.